Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, device went into backup vvi mode after device interrogation. Device download was performed successfully. Patient was asymptomatic.